Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while outside of procedure. It was reported that the fn fighter was damaged. The external part was bent, and the internal part has some visible damage. There was no patient present when the issue occurred.